Event description:
It was reported that the patient met with a manufacturer representative eight to nine months ago in which it was determined that the patient had one electrode that wasn't working. The representative was able to program around the non-functioning electrode.

Manufacturer narrative:
Product ID: 3889-28, lot#: v520462, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial#: njd112337n, product type: programmer, patient. (B)(4).